Manufacturer narrative:
Dhrs were reviewed and no records confirming the defect were observed. Archival and returned samples meet requirements of specification. Additionally, 10 randomly selected pen needles from archival and returned samples were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Defect was not confirmed. Root cause analysis was not conducted. No corrective action. Complaint closed.

Manufacturer narrative:
Product involved in the incident was returned to arkray USA and forwarded to the manufacturer for evaluation. We have not yet received evaluation results. Arkray will file a follow-up report when device evaluation is complete.

Event description:
Customer is using the techlite pen needles and have been using the brand for one year. He stated when he puts the pen needle on to his lantus, it doesn't pierce the device right away and causes the needle to bend. He is using part (B)(4). Verified that the customer is not re-using the pen needle. It is bending on the first use. He is stating that it's very difficult to get the needle on to the lantus. They must apply pressure.